Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered a patient notifier for high voltage lead impedance. No patient symptoms or additional information was reported.

Event description:
New information reported on 07/24/2018 noted that the physician elected not to perform programming changes. A successful defibrillation threshold test was conducted and the patient was discharged. The patient was asymptomatic.